Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarms did not ring in the department. There was a problem of desaturation at 25% and decrease of the heart rate concerns.

Manufacturer narrative:
A philips remoter service engineer (rse) spoke to the customer. Per the customer, the issue had occurred on (B)(6) 2021 around 2:30pm (15:30). The mother of the premature baby had alerted the nurses. The customer provided the rse the philips information center ix (pic ix) alarm log. The rse extracted the data starting from 2:20pm (15:20). The rse informed the customer that, the first desaturation alarm was triggered around 15:26. The rse noted they found a lot of "silence" from the central station and the bedside monitor, and it had the immediate effect of validating all the active alarms, while disabling the audio alarms. The alarm had therefore terminated. There was no product malfunction; alarms had occurred at the pic ix, and had been silenced at the bedside monitor. This information was provided to the customer.

Event description:
The customer reported that alarms did not ring in the department. There was a problem of desaturation at 25% and decrease of the heart rate concerns. The customer indicated there was a problem with cardiac arrest; however, no additional information was provided.